Event description:
A customer contacted beckman coulter (bec) reporting a less than 50 ml clenz leak in the coulter lh 750 hematology analyzer. Customer was not able to estimate the amount of fluid. The leak was not contained within the instrument and a small amount leaked onto the countertop. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event. The leak was discovered during a shutdown cycle and no patient sample results were released.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed errors in the error log. The fse trouble shot the errors and found the green stripe tubing off bottom port of the sheath flow coil (vc12). The fse replaced the top and bottom tubing and verified system operation with passing startups, reproducibility and quality control (qc). Failure mode is green stripe tubing off bottom port of vc12. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).